Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Gcm received an email via service cloud on 18-feb-2025 from (B)(6) a registered nurse of (B)(6), regarding a cadd solis pump with unknown ln and unknown sn. It was stated that patient reports getting intermittent high-pressure alarms on cadd solis pump. Patient forgot to clamp central line when changing cassette and clave, had blood. Return come out of line, now pump giving high pressure alarm advised to go to emergency room for possible line occlusion for cvl evaluation. Additional information: patient a female with 148 lbs. And date of birth is (B)(6) 1954 there was patient involvement, and no patient harm/adverse event reported. Rcereno (B)(6) 2025. It was reported that pump was giving high-pressure alarms. Patient forgot to clamp central line when changing cassette and clave, had blood. Return came out of line. Patient advised to go to emergency room for possible line occlusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.